Event description:
This 65 y/o female had bilateral subcutaneous mastectomies in 1978 followed by reconstruction using silicone get breast implants. Over the past few years she has had increasing amounts of scar tissue build up. A MRI in 1994 showed probable intracapsular rupture. Gross exam: the left implant is obviously ruptured. The right implant does not demonstrate an obvious leak. There is an imprint of "dow corning 235cc" "071" and "4" on the implant.